Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a eds drainage catherer (ID 821731c) was placed on (B)(6) 2023 for the treatment of hydrocephalus following subarachnoid hemorrhage due to ruptured cerebral aneurysm. 13 days later there was a csf leak through the eds drainage catheter. The drainage system (821731c) was replaced, and the catheter for the external ventricular drainage (ins-8420) stayed implanted.

Manufacturer narrative:
The eds drainage system was returned for evaluation: failure analysis - the eds was visually inspected: cracks and stress marks were noted in the patient line connector. The eds was set up per IFU. The eds was flushed leaked from the connector. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. Complaint confirmed. Root cause - the root cause for the for the cracks and stress marks found in the connector are due to over tightening when connecting devices, as noted in the IFU finger tighten only. The root cause for the leakage reported by the customer is due to the cracked connector.

Event description:
N/a.